Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned modular cable. The log files contained approximately 4 days of relevant data combined (on (B)(6) 2024 per the timestamp). The log files captured a driveline power fault alarm on (B)(6) 2024 from 09:20:38 to 11:30:44 due to a power a broken fault. The alarm resolved after the driveline was disconnected on (B)(6) 2024 at 11:30:44 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, cable¿s protective layers were carefully removed to inspect the underlying wires, and no issues were observed with the insulation of the wires. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 6903884, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic with a driveline fault alarm. Log files were submitted for review and captured a driveline power fault a on (B)(6) 2024. The modular cable and system controller were exchanged, and the alarm resolved. Log files were submitted for review and confirmed that the driveline power fault had resolved. Related manufacturer reference number: 2916596-2024-01538 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.